Event description:
Customer reported receiving a glucose result of hi (>500 mg/dl) on their freestyle flash blood glucose monitor. She then reported feeling lethargic, shaky, confused, and jerking in her arms and legs. Customer stated she felt like her "sugar dropped". The customer reported experiencing a seizure and a loss of consciousness. Customer reported self-treating with metformin. No report of death or permanent impairment was associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.